Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
It was reported on (B)(6) 2013 that the surgical team was conducting an internal training for new technicians on how a zipfix application instrument works. During the demonstration session of the presentation, the zipfix gun popped and the spring on the back of the gun broke. There was no report of patient or procedure involvement in this case. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The product development evaluation was completed. The device condition was received as a second generation zipfix application instrument. It was found that the gripper component spring, holding the implant while tensioning, was not more in its position (short arm of spring was not in the fixation hole) as per the design intend. There was no design related issues found on the returned instrument. The lose spring could be pushed back into the fixation hole and the function of the instrument was given. It concluded: the root cause for the lose spring could have been due to some misuse by the user or mishandling of the device during the clinical reprocessing. An additional evaluation was conducted. It concluded: there are no visible damages on the instrument. During the functional test at the pd evaluation a loose spring was found caused from misuse or mechanical overloading. The spring was pushed back into the fixation hole and then the device passed the required functional check as intended. No further deviations to the specifications could be detected.